Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent thoracic spine revision, fixation by instrumentation and the use of bone cement. The levels of surgery actually performed are not the same as intended pre-operative. The bone cement infiltrated into surrounding tissue during surgery. Patient suffered unintended spinal cord compression by bone cement and entry of it into blood vessels of the lung. On an unknown date the patient was diagnosed with having nerve damage due to spinal cord compression by infiltrated and hardened bone cement. Post op complication includes hardware malpositioning, cement migration, spinal cord complication, retroperitoneal hematoma peripehral neuromuscular degeneration and loss of function in her arms and legs, and of cervical nerve plexus damages. Subsequently the patient underwent 3 additional spinal surgeries as a result of the event.